Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use were observed inside the catheter body. No defects or anomalies were observed on the returned sample. The catheter body length measured 83 mm, which is within the specification limits of 81 mm - 86 mm per the catheter product drawing. The inner diameter at the distal tip of the catheter measured 0.58 mm, which is within the specification limits of "the catheter tip must allow the pin to be inserted from = 0.58mm to a depth of at least 2mm" per catheter product drawing. A lab inventory guidewire (0.021" diameter) was inserted into the catheter tip. The guidewire passed without resistance. Performed per IFU statement , "thread tip of catheter over guidewire." A lab inventory syringe filled with water was attached to the catheter. The catheter flushed as intended and no blockages or resistance were encountered. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a malfunctioning arterial catheter was not confirmed through complaint investigation of the returned sample. The returned catheter met all relevant dimensional and functional requirements. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review did not reveal any relevant findings. Based on the returned sample, the root cause for this event cannot be determined at this time as no problem was found with the returned device; however the clinical factors during use are unknown. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we have had recurring incidents with sac-00820-pbx arterial catheters used on patients in intensive care." Additional information recieved reports "for several weeks now, all arterial catheters have been defective. Within a few dozen minutes of insertion, we encountered problems with blood pressure readings and blood sampling. This affected the entire medical and paramedical team. Despite reevaluating our practices, the problem persists." Blood pressure is taken manually and invasive arterial smapling is completeled every day. There was no negative consequence for the patients. The arterial lines were changed. The patient's current condition is reported as "okay".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we have had recurring incidents with sac-00820-pbx arterial catheters used on patients in intensive care." Additional information recieved reports "for several weeks now, all arterial catheters have been defective. Within a few dozen minutes of insertion, we encountered problems with blood pressure readings and blood sampling. This affected the entire medical and paramedical team. Despite reevaluating our practices, the problem persists." Blood pressure is taken manually and invasive arterial smapling is completeled every day. There was no negative consequence for the patients. The arterial lines were changed. The patient's current condition is reported as "okay".